Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the patient was in ventricular fibrillation. While therapy was delivered, there were some aborted therapies from the implantable cardioverter defibrillator due to intermittent undersensing. The ventricular fibrillation episode appeared to have continued without further therapy. Several non-sustained right ventricular oversensing episodes were also noted. It was further noted that the right ventricular lead exhibited noise. Transmissions showed lack of cardiac depolarization resulting from the pacing. The device was reprogrammed. No further information was available.